Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause is unknown, but most likely was attributed to significant force being applied to the device, during use. A search of the complaint database found no similar complaints, for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the clinician experienced access related complications while attempting to acquire vascular access for a thoracentesis placement procedure when the distal access wire tip was accidentally sheared off within the patient's chest. The foreign body was externalized, and the chest tube was successfully placed without any additional patient consequence to report.